Event description:
It was reported the manufacturer representative saw a power on reset (por) condition on the new, not-yet-implanted stimulator. It was noted the por was related to a parity error. It was reported the por was successfully cleared and the stimulator was seventy-five percent charged. It was reported the stimulator was probably exposed to a radiation source and caused the por. It was noted the stimulator was successfully implanted. It was further noted the patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).